Event description:
It was reported that a malfunction code, malf 12, occurred. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support assisted the customer in resetting the pump, and the malfunction did not recur. The customer was instructed to continue using the pump and to call back if the issue recurred.